Event description:
The customer had a high blood glucose. The customer's blood glucose was unknown mg/dl. The customer was treated with bolus and manual injection. The trouble shooting was performed. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge